Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, one heartstring seal did not unravel completely during the removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal had not unraveled completely. The complaint was confirmed. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.